Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had shingles and the lifevest exacerbated the skin irritation. The patient also reported that her back was burned from using a heating pad and she was being treated for severe burns. Additionally, the patient has scoliosis and the garment caused discomfort to her back. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed valacyclovir pills, morphine, and an addition medicine to treat the patient's skin condition and pain. Follow up indicated that the patient's skin condition improved.